Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that surgical intervention was undertaken wherein the one lead that showed all high impedances due a fracture was explanted and replaced. This addressed the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-15496. It was reported the patient was not receiving effective stimulation due to stimulation decreasing by itself. Diagnostic testing revealed high lead impedance values on one lead. Reprogramming was performed; however, it was unable to provide effective therapy. X-rays were taken but no anomalies were observed. In turn, surgical intervention may be pending to address the issue. It is unknown which lead had high impedance, therefore both leads are being reported.